Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, although there were no reported product faults, the patient underwent multiple revision surgeries. (B)(6) 2023 ¿ drainage of scrotal hematoma. (B)(6) 2023 ¿ revision surgery to re-position tubing, revise circumcision scar and glanspexy surgery. (B)(6) 2023 ¿ wound re-suture for dehiscence of scrotal wound. (B)(6) 2023 ¿ revision penile implant surgery for infection.